Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/13/2020. Corrected h6 device code: 1562. Corrected information: b3. Additional h6 patient code: 3189 ¿ surgery prolonged. Additional information: h4, h6. A manufacturing record evaluation was performed for the finished device batch peh379, hs6861h19 and no non-conformances were identified. Additional information was requested and the following was obtained: what tissue structure was the broken needle located? --the needle broke when sewing blood vessel. Procedure date? --sep.30. Information should update from "breakage needle" to "pull off suture needle." The following information was requested but unavailable: were there any unexpected outcomes or complications as a result of this broken piece event? What is current condition of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 5/19/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: per update from sales rep, event date should be (B)(6) 2020.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported "surgery was delayed about half hour to look for and retrieve the broken piece. " please clarify: were there any unexpected outcomes or complications as a result of this broken piece event? What is current condition of the patient? What tissue structure was the broken needle located? Procedure date? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2020; and a suture was used. During the procedure, the needle broke when sewing the blood vessel. Surgery was delayed about half hour to look for and retrieve the broken piece. Change another device to complete surgery. There were no adverse patient consequences reported. The patient is currently in stable condition. Additional information was requested.